Event description:
Customer reported the orbital locks are too loose. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and demonstrated to customer that the amount of "bounce" in the c-arm was normal. System operates as intended.